Manufacturer narrative:
Type 2 diabetic reported that she had bg 249-349 and that she became dizzy and fainted on first day of using device. Based on information provided it is possible that the patient may have experienced syncope due to her blood pressure or her blood glucose level, neither of which were evaluated after the event. There is no allegation of device malfunction. The device was not returned for evaluation. Root cause for the fainting cannot be determined with the information provided, but the v-go 40 may provide more insulin than this patient needs.

Event description:
Type 2 diabetic reported that she had bg 249-349 and that she became dizzy and fainted. The patient stated that she did not check her bg after the incident but "I know my bg is high". The patient shared that she is hypertensive and takes oral medication daily. The patient stated that her fbs was 333. Based on information provided it is possible that the patient may have experienced syncope due to her blood pressure or her blood glucose level, neither of which were evaluated after the event. There is no allegation of device malfunction. The device was not returned for evaluation.